Event description:
The balloon on the catheter ruptured in situ. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. The sample eval failed to verify the customer's complaint. No product defects were detected. The catheter and balloon functioned properly.